Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that they don't have adaptive stim (as) enabled anymore and first noticed "probably 2-3 weeks ago, or maybe 3-4 weeks ago maybe". Pt says that "everything else is working". Pt says they haven't had any falls or trauma. Pt mentioned that they never had to make any adjustments because adaptive stim was always enabled. Pt says they only use controller to charge implant and stated that once they realized the ins had depleted because the pain came back, so they charged up implant. Otherwise pt doesnt use controller to adjust stimulation because they usually have adaptive stim enabled. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt has not been in for any adjustments at hcp office lately and hasn't had any emi exposure. Pt says they will follow up with hcp/rep.